Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the ventralex mesh (device 3). Additional supplemental emdrs were submitted to represent ventrio st (device 1 & 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2017 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of ventrio st mesh (device 1). Per op notes, "a ventral incisional hernia defect was identified. Moderate intraperitoneal adhesions were noted. Fascia was reapproximated to the midline." (Note: the provided operative notes were incomplete) on (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia x 2 thereby underwent open repair with excision of ventrio st mesh (device 1) and implant of ventrio st mesh (device 2) and ventralex mesh (device 3). Per op notes, "two hernias were noted with first one centered around the umbilicus. Previous vertical incision was opened and deepened to the sac. The sac was removed. Several additional small defects were noted. A piece of old mesh (device 1) was removed. A piece of ventrio st mesh (device 2) was placed deep to the fascia and secured with sutures. A superiorly based hernia was identified and the sac was removed. A piece of ventralex mesh (device 3) was then placed and secured with sutures." On (B)(6) 2021 - patient underwent revision surgery. (Note: there is no operative notes provided for this procedure in medical records)